Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the product noted that the cartridge assembly was disconnected from the channel. The pusher posts were broken and the sled was sheared. The knife bar laminates were bent at the proximal end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damaged is most likely caused by application over an obstruction, the increased firing forces cause the cartridge assembly to shear its snap tabs resulting in the dislodgment of the cartridge/channel. The sharp bend in the knife bar laminates suggests that the unit was also over articulated at some point during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a lap gastric bypass, when the device was applied to the stomach attempting to close the gastrotomy, the surgeon fired the stapler over the stomach. When he opened the jaws of the reload, it was apparent that the staples did not form. When he tried to remove the reload from the patient¿s tissue, the cartridge pulled away from the reload housing; the cartridge broke off the reload housing. This left the staple line formed incompletely centrally. There was a reinforcement material used in conjunction with the stapling device. There was an unanticipated tissue loss as a result of this problem. The surgeon used a second reload placed proximal to the failed staple line and closed the gastrotomy. The patient is alive with no injury.